Event description:
Description: after using alcon clear care contact solution to clean my lenses, I experienced an intense burning pain in my eye upon putting the contact in. After well over 24 hours, I am still experiencing burning, redness, and an inability to fully open my eye. Medication administered to or used by the pt: no. Outcome: I still cannot see out of my eye correctly and am still experiencing burning. Where did the error occur: pt's home. When and how was error discovered: the error was discovered when my eyes began burning. (B)(6).